Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent above the drip chamber. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a retained sample was visually checked, gravity tested via methylene blue, and leak tested with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.